Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. As a result therapy to this lead was shut off as it is not deemed critical therapy for this patient. The patient will receive a revision surgery in the future at an undisclosed date. There are no adverse pt effects.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis identified damage to the lead which was a result of the explant procedure. Laboratory analysis cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
It was subsequently reported that this was the second time this lead had dislodged since implant in (B)(6) 2011. This most recent dislodgement resulted in inappropriate shocks. Therefore, device therapy was programmed off to avoid further inappropriate therapy and the patient remained in the hospital for three days until the revision procedure could be performed. The complete system was removed due to a failed revision procedure as they were unable to re-establish venous access for a new rv lead. The physician reported that the lead dislodgement is suspected to be due to the patient weighing (B)(6) and overuse of the left arm during daily activity. The patient is not pacemaker dependent. The lead is currently being evaluated in our post market quality assurance laboratory. This issue will be updated when analysis is complete.